Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was possibility that this phenomenon was caused that an excessive external force was applied to the distal end of the subject device due to the user handling. Consequently it was surmised that the distal end could not withstand the excessive external force and was damaged. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the distal end cover of the subject device cracked. There was no report of patient injury associated with this event.